Event description:
During a follow-up, increased capture threshold and increased pacing impedance were noted on the right ventricular (rv) lead. During a routine device exchange the lead was deactivated, as the patient no longer required ventricular pacing. The patient was in stable condition.